Event description:
The customer stated that the cell-dyn sapphire analyzer generated lower than expected wbc results from two patient samples. One patient sample (sid (B)(4)) generated results of 2.47, 0.325 and 0.454 k/ul. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was conducted in order to investigate this issue. The investigation included review of the submitted data, product history, product labeling and consultation with the technical services specialist and medical affairs department. The data showed the samples affected have very low wbc counts and may possibly have interfering substances and conditions, like fragile wbcs, lyse-resistant rbcs, nrbc, and variable lymphocytes. Abnormal samples with below 0.500 wbc count pose challenges for hematology analyzers due to technological limitations. The complaint incident is an example of interfering substances and conditions that could affect the cd sapphire sample processing, as stated in the cd sapphire system operators manual. Based on the evaluation results, no malfunction and no product deficiency were identified for the complaint issue.